Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization, cellulitis, toe amputation, and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Cloud - locked down/smartphone lockdown, cloud - omnipod 5 software app version 3.1.6, cloud - operating system n5004l-am-q-mv01602-06-01.06, cloud - hardware n5004l, cloud - cgm sensor type g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported being hospitalized with hyperglycemia while wearing a pod. The patient's blood glucose reached greater than 250 mg/dl while wearing the pod longer than 48 hours. The patient reported no receipt of high blood glucose alarms and indicated that continuous glucose monitoring alerts were not in use, as the dexcom continuous glucose monitoring application was not being utilized. The patient sought medical attention on (B)(6) 2026 and was hospitalized for four days, with discharge on (B)(6) 2026. At the time medical care was sought, the patient was unable to recall whether the pod was being worn. The patient experienced symptom of toe redness. The patient reported having an infection that ultimately resulted in surgical amputation of the affected toe. The diagnosis received at the time medical attention was sought was cellulitis, and treatment included toe amputation. Additionally, they reported that they knew they needed intravenous fluids when they sought medical attention but did not clarify if they received them.